Manufacturer narrative:
H10: e1- (B)(6) hospital. (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a battery failure. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the touchscreen issue and stated that they were not able to successfully calibrate the touchscreen. This investigation is ongoing.

Manufacturer narrative:
H11: b5: philips received a complaint on the v60 ventilator indicating that there was a battery failure. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. H10: the device was visually inspected, and the battery failure was observed. An authorized service provider (asp) found that the customers service entitlement was invalid. Due to this, no work was initially completed. A good faith effort (gfe) attempt was completed to request if any work would be completed or if there was a plan for service at a later date. The asp stated that there was no additional information available and the case should be closed. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.